Event description:
Caller reported a malfunction on pump, indicating an error code but without any notable preceding events. There was no adverse impact on customer's blood glucose level. Technical support provided information on how to reset the pump and assisted caller, though reset could not be completed immediately due to lack of charging supplies; the case was subsequently closed by technical support, and caller was advised to follow up if the issue persisted.